Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to detect. The field service engineer found no hardware failure and no hardware error messages on the medstation no problem was found. The system functioned as intended after the field service engineer tested the device.